Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to determine the device type because the hardware was not initialized. The device had already been upgraded to version 1.11.0, and all post upgrade checks were completed. The device was rebooted twice; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed during the upgrade to version 1.11, causing it to lose recognition of its configuration. A field service engineer (fse) configured storage space and performed data synchronization remotely but the issue persisted. Further the fse reseated all drawer and e-drawer connections, network drivers were disabled and re enabled, communication sled light emitting diode (led) indicators were verified for proper operation, and hardware test application (hta) firmware was updated in diagnostic mode. After multiple reboots, the application finally detected all storage spaces, and the station configuration was successfully restored. The system functioned as intended after the field service engineer repaired the device.